Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available. Omnipod 5 software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient responded to a clinical survey to report that, since their last assessment on (B)(6) 2025, they have gone to the emergency room or have been hospitalized due to elevated blood glucose levels and diabetic ketoacidosis. Multiple good-faith efforts were conducted to obtain additional information regarding the event; however, the patient could not be reached. No further details are available.